Manufacturer narrative:
Mentor became aware that the patient code "pain" was erroneously omitted from the initial report sent on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the patient also suffered left breast implant rupture post-operatively. The left side rupture was identified during explantation. Mentor also became aware that the correct date of explantation was (B)(6) 2019. The left breast implant rupture was reported under mrn 1645337-2019-26320. Mentor also became aware that the patient had undergone bilateral replacement with the following devices: (right) 430cc mentor memorygel breast implant catalog: 3505430bc lot: 7426243 sn: (B)(4) and (left) 430cc mentor memorygel breast implant catalog: 3505430bc lot: 7459703 sn: (B)(4). On (B)(6) 2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On april 13, 2020, the product investigation was completed. Device investigation summary: during analysis of the sample, it was found ruptured and received in two parts. Additionally an area of shell abrasion was found in the edges of the rupture. The evaluation determined that the rupture is consistent with the shell abrasion. Shell abrasion is a weathering occurring in the smooth layer and can eventually progress through the shell of smooth devices. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest pain post-operatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with the compression of nerves, hematoma, migration, infection, surgical technique, improper size, placement or capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. It is most likely that the shell abrasion was created due of high stresses caused by acute folds which resulting in a tear at a later date. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture concomitant products: (left) 300cc mentor memorygel breast implant, catalog: 3507300bc, lot: 5649263, sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year old female patient who underwent primary breast augmentation with two 300cc mentor memorygel breast implants, suffered discomfort and rupture on the right side, post-operatively. As a result, the patient was scheduled for implant explantation on (B)(6) 2019.